Event description:
Philips received a complaint by the customer on the v60 indicating that the error for proximal pressure sensor autozero failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the error for proximal pressure sensor autozero failed. The customer also stated that they recently replaced the data acquisition (da) printed circuit board assembly (pcba). The remote service engineer (rse) advised the customer to verify pin alignment between the solenoids and the da pcba. The customer later reported that they reseated the da pcba and confirmed the reported issue was resolved. The customer reseated the da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.